Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited a "bad pump flow. " there was unknown patient involvement.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a swollen downstream occlusion (dso) seal. Event history log review was not applicable. Functional testing was able to replicate the reported issue; the pump failed accuracy testing (+3,617%, +2,789%, 4,003%). The root cause was determined to be the expulsor. The expulsor was sanded. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.